Event description:
A 1.5 mm diameter x 20mm length sprinter rx dilatation balloon catheter was inserted into a pt for treatment of an lad lesion. The lesion morphology is reported to be moderate tortuosity with severe calcification and 100% stenosis. It was reported that the physician inserted the sprinter rx to the lesion site and inflated the balloon five times at different atmospheres. When the balloon was inflated the fifth time to 12 atms, the balloon burst. The physician attempted to remove the balloon catheter with high resistance. After he pulled several times the balloon catheter was removed. Upon removal, it was noted that half of the balloon catheter was missing. The distal portion of the catheter remains in the pt. The proximal portion of the catheter and the guidewire were removed as one unit; the two were tangled together. No clinical sequelae were reported and the pt is reported to be stable. Evaluation summary: medtronic has received the device and its analysis has been completed. The hypotube under the strain relief was kinked. The procedural guidewire was stuck in the device. The transition tubing and the inner lumen were both stretched and damaged. The inner shaft marker band was missing. The balloon material was torn radially. The distal section of the balloon and distal tip had detached. The remaining tip material was stretched. The inner shaft had excessive stretching and had necked on to the guidewire. A small section of the blue tip tubing remained attached to the inner shaft. The distal section of the balloon, and the tip distal to the attach tip bond had detached. The marker band was missing. The nature of the short radial leak site indicated that the balloon material was damaged. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Component left in the pt.